Manufacturer narrative:
The reported condition of failure code 806:10 was confirmed through the event history. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "failure code 806:10." (B)(4).

Event description:
During review of the event history by baxter personnel it was determined that a failure code 806:10 occurred during delivery causing an interruption of delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated.